Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad equipment manager that she was called by the rehab center regarding a patient that his controller power port one would not allow a battery to be connected. The patient had been changed from battery to ac power earlier. The patient's controller was being taken off ac power and back to battery power on port one and the staff could not get the battery "in the connection port". Vad staff went to the rehab center and noticed there was a bent pin on the power port one. The rehab center employee mentioned having "difficulty pushing the ac adaptor in earlier", and mentioned that she had to "force" it to reconnect. It was further stated that an elective controller exchange was performed and it was stated that there were no effect on patient and patient tolerated well. No additional information available.

Manufacturer narrative:
The reported event of bent pins was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device failed visual inspection due to bent pins in both power port 1 and power port 2. The manufacturer has opened an internal investigation to evaluate bent pins in controllers and battery chargers. Further analysis revealed that the device failed functional testing due to a no power audible alarm failure. Internal visual inspection revealed signs of leakage on the nickel-metal hydride battery that drives the no power audible alarm. The leaky nickel-metal hydride battery is not related to the reported event. The manufacturer heartware has opened an internal investigation to evaluate no power audible alarm failures. The most likely root cause of the reported event can be attributed to a forced connection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.